Manufacturer narrative:
08/25/2015: the medtronic representative was confident that the patient tracker was put on the articulating arm in the same configuration/position. The site re-verified the instrument after the inaccuracy without issue. 09/18/2015: a medtronic representative, following-up at the site, reported they have now done several cases with this navigation system and had no issues of inaccuracy. It was determined that the reported issue was with the skull clamp and frame used during the procedure; it was not the regular mayfield. The articulating arm moved as a result of how it was attached to the different clamp/frame. The site is not using this clamp/frame any longer. No further issues have been reported.

Event description:
A medtronic representative reported that while in a cranial procedure, after successfully registering the patient using tracer, the site alleged an inaccuracy of 3in. Inferior. This inaccuracy was discovered immediately after the sterile frame was attached to the articulating arm. The site was unable to re-register the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the clamp holding the reference frame was loose. The reference frame arm was not fully tightened causing the inaccuracy. The instrument was fully functional and the issue was related to user technique. The site has completed subsequent cases successfully with no accuracy issues. The instructions for use (IFU) that accompanies the device contains the following warning regarding arm movement, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."